Event description:
Litigation alleges patient had pain, discomfort and burning sensation in hip after asr hip implant. Patient is resident of (B)(6). Update: (B)(4) 2012 - declaration for shipping stated patient was revised. Update: (B)(4) 2012 - the sales rep has reported the revision surgery. Patient was revised to address acetabular cup loosening, pain and elevated metal ion levels.

Event description:
Litigation alleges patient had pain, discomfort and burning sensation in hip after asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.